Event description:
It was reported that the device exhibited a plunger failure. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a crack on the top case and plunger case as well as a missing battery. Review of the event history logs confirmed a message that the syringe plunger was not in place at power up. Functional testing was able to replicate the reported event; syringe plunger not in place message was received. The root cause of the reported issue was determined to be a broken plunger printed circuit board (pcb). The plunger pcb was repaired and the plunger assembly was replaced. The product?s history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: while performing a review of additional information provided by the customer, there was no patient involvement, given this new information a risk assessment was performed there was no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. 3012307300-2023-10011 is no longer considered reportable, please disregard any reports associated with it. D3, g1,g2 email is: (B)(4).